Event description:
The customer reported that during an arthroscopic procedure, this cannula broke in pieces inside the surgical site, which resulted in a one hr surgical delay. The surgery was converted to an open procedure to retrieve the broken pieces. The pt required additional f/u office visits to monitor his recovery.

Manufacturer narrative:
Conmed linvatec received this device for investigation and confirmed the reported problem. A visual examination found the cannula broken in several pieces. A material change was made to this device in may 2008 following MFR of this cannula. This material change provides improved resistance to damage. It is believed that this breakage may have occurred during passing of a surgical instrument through the cannula.